Event description:
A doctor exchanged patient's valve and catheter who collected ascites fluid. When exchanging a catheter and a valve, he reported a catheter could be cut easily, and that it had been left in an affected part.

Manufacturer narrative:
According to our functional tests, the returned catheter meets its specifications.

Event description:
A doctor exchanged patient's valve and catheter who collected ascites fluid. When exchanging a catheter and a valve, he reported a catheter could be cut easily, and that it had been left in an affected part. Correction with the initial report: the reporter indicated that the incriminated device was a sm8 (valve of the range sophy), but upon return, we discovered that the piece was actually a polaris valve.